Event description:
The pt reported her insulin infusion device displays (04) occlusion error messages every day around 4:00 pm. She stated she changed her motor battery, insulin cartridge, piston rod and infusion set and the infusion device continues to display the (04) error. The pt was instructed to disconnect the infusion tubing from the head set and bolus 4 units of insulin which went through successfully. The error was unable to be duplicated during troubleshooting. The pt was advised to call back if the issue continued. The pt called back later the same day and reported that at noon her blood glucose reading was 54 mg/dl with her normal readings being 100-150. She stated she took 1 glucose tablet and ate 1 slice of bread with a hot dog, half of an apple, and a cookie and bolused 2 units of insulin with her meal. She stated her blood glucose reading at 2:30 pm was 67 mg/dl, so she took 3 glucose tablets which brought her blood glucose reading to 90 mg/dl. At 4:30 pm, the pt stated she rec'd another (04) error. The pt was instructed to switch to her backup device. She was then instructed to remove the cartridge and piston rod from the primary device but to leave the batteries in and put the device in run mode. She was instructed to call back if it gave another (04) error. On follow up, the pt stated the primary device has not given any occlusion error messages. She stated she has not rec'd any occlusion errors on her backup device and her blood glucose readings are in the 130-140 mg/dl range. Pt was advised to switch back to her primary device making sure her disposable accessories are within expiration date and her selected site location does not have scar tissue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.